Event description:
It was reported the right ventricular (rv) lead had impedances fluctuating between 50 and greater than 200 ohms. The rv lead had an apparent conductor fracture. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and weekly high voltage lead impedance trend data shows an abrupt increase for min and max active can on impedance and superior vena cava (svc) defib impedance equal 53 to 254 ohms peak between (B)(4)-2011. Also varying resistance/impedance and weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance= 893 to 1615 ohms range between (B)(4)-2011.